Event description:
On 12/6/06 the lay user/pt contacted lifescan (lfs) alleging the one touch fasttake meter would not power on. For an unspecified time period, the pt noted the reported meter would not power on; the pt was unable to obtain a blood glucose reading. The pt did not test his blood glucose level using any other device. On approx 11/22/06 the pt experienced the symptom of being unable to speak. The pt took no action. Family members contacted emergency services. When the paramedics arrived, they obtained a blood glucose reading of 'in the 30's' mg/dl. The pt was transported to the ER, where he was treated with oral glucose. The pt takes his own mix of humulin r insulin and humulin n insulin, 5 units upon rising, 30 units with breakfast, 15 units with lunch and 15 units with dinner. It would have been helpful to determine for how long the meter would not power on prior to this event, the time of the onset of symptoms, if the pt attempted to test his blood glucose level while symptomatic, if any treatment was provided by the paramedics, if the pt's family members attempted to treat him before the paramedics arrived, if the pt was taking his normal meals and medications despite not being able to test his blood glucose level, if the pt adjusts his insulin doses based on meter readings, his expected blood glucose readings and if the pt had a backup meter. The customer care advocate (cca) determined during the troubleshooting call that the pt was using the incorrect test strips for this reported meter, which can cause this power issue. The meter, test strips and control solution were replaced. Although the pt was using the incorrect test strips, he was unable to power on the reported meter to obtain a blood glucose reading. The pt experienced symptoms suggesting hypoglycemia and rec'd emergency medical attention and treatment with glucose. Therefore this complaint is being treated as an adverse event.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet rec'd them. If either the meter or strips are returned, lifescan will eval it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.